Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Customer complaints: we spoke on the telephone. Here is the sku: lot # 037041 purchased (B)(6) 2013 drug store (B)(6). Recap: I followed instructions exactly and took the product out of the boiling water after 30 seconds. I bit down lightly and started to move the soft plastic up on my front teeth. When it was only half way up the whole front section separated from the base plate of plastic. About 2 inches are separated. Thank you.